Event description:
On 03/12/07, a respiratory therapist (rt) from the home healthcare company reported, "patient coded while on vent; hospital indicated it was because of vent. Patient is currently on hospital vent. The (rt) indicated patient had possible plug and in distress". The home healthcare company reported, "vent was check in house and is functionally ok". On 03/15/07, additional information was received stating, "the patient's case worker (rt) spoke to the mother. Reportedly, the mother said she does not believe this was caused by the vent, but due to something else. A resident in the hospital told the mother the ventilator caused the event; however, when the mother called the hospital later in the day (five days earlier) she was told her child was not changed to a hospital vent but remained on the event device (ltv 950)". The manufacturer attempted to obtain specific information concerning the allegation made by the "resident". The initial reporter was unable to provide that information, however stated. "None of the other physicians involved in the case believes this was caused by the vent".